Manufacturer narrative:
It was identified by adc customer service that the customer was reportedly attempting to use expired test strips with his meter (expiration date: 31-may-2009). Adc customer service replaced the product. This case does not involve a product malfunction and no product investigation is necessary. This is the final report.

Event description:
The customer's girlfriend reported the customer received an error-6 display message on his blood glucose meter and as a result, he was unable to test his blood glucose. The customer reportedly experienced loss of consciousness. The paramedics were called, but no treatment was reportedly provided. The customer's girlfriend reported the customer self-treated his symptoms by drinking orange juice with sugar. There was no report of death or permanent impairment associated with this event.